Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. Upon examination, it was noted that the patient has intermittent heart block and unspecified infection. The physician explanted the right ventricular (rv) lead and implanted a new one on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.